Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was inspected at a distributor. A hair-like fiber was noted inside the primary packaging of the product. There was no patient involvement.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation . Agility logistics in brazil informed cook that on (B)(6) 2021 they noted foreign matter in the sealed packaging of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter from lot 13504258. The failure was noted at the distributor, and no patient care was impacted. A review of the complaint history, device history record, instructions for use (IFU), and quality control of the device, as well as a visual inspection of photos provided by the distributor, were conducted during the investigation. The customer did not return the complaint device. They did provide several photos of the sealed package. All seals appear to be intact, and there is a hair-like fiber visible inside the outer pouch. Cook confirmed the device was manufactured out of specification based on the provided photos. Additionally, a document based investigation evaluation was performed. The packaging is 100% inspected for this failure prior to distribution. The design history file contains controls relevant to this failure. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: "how supplied supplied sterilized by ethylene oxide gas in peel-open packages. Do not use the product if there is doubt as to whether the product is sterile." A review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot did not have nonconformances. There are no additional complaints on this lot. There is no evidence of additional nonconforming material or complaints from the field. Based on the information provided, the examination of photos provided by the customer, the cause of this event is quality control deficiency. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.